Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a qualified technician. The evaluation found a software error. The issue was resolved with software re-installation. In addition, two photos were provided for evaluation. The first photo showed prismaflex screen with an unspecified error. The second photo showed a red screen only. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The machine performed as expected by prompting an error message on the display after having detected an abnormal status. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, the machine had an unspecified screen error during treatment. It was reported that the patient received a blood transfusion. Patient outcome was not reported. No additional information is available.